Manufacturer narrative:
Pump received unable to perform the displacement test due to cracked bleeding lcd. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the screen. Customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin pump was half of the images were not showing. The insulin pump will be returned for analysis.